Event description:
It was reported by service report that the power pro has a hydraulic leak on the hose. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Hydraulic hose assembly.